Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call, when they scroll through the bolus history they notice bolus are missing. Dinner bolus was missing and yesterday's bolus was missing. Customer's blood glucose was 162 mg/dl, current 298 mg/dl. Troubleshooting was performed and no anomaly was noted on the device. Displacement test was performed and the device agreed. Customer agreed the insulin pump is delivering the insulin pump was still concerned the device wasn't recording the bolus in the bolus history. She agreed to monitor the device and call back if issue persisted. The insulin pump is not returning for analysis.